Event description:
Patient delivered by primary c/s this am for arrest of descent. Epidural ineffective. Attempted spinal anesthesia placement by crna using pencan spinal needle tray ref 333851, product code p25bk, gtin: (B)(4). The spinal needle broke off inside of the patient. It was a 25ga x 3.5" (8.9cm) needle with 1.5" of needle left in patient. Neurosurgeon called in to remove needle.